Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer service (cts) provided assistance for resetting the pump and the caller successfully restarted the sensor during the call. It was determined that the customer could continue using the pump and was advised to report any recurring malfunction codes. Time settings issue arose after the pump reset, and for further troubleshooting, another case was referenced. The caller understood the instructions and acknowledged them.